Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, leakage of blood was seen from the rubber stopper of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. Upon visual evaluation of these photos, it appears that there is dried blood on the outside of the tube in one of them, and the stopper cannot be seen. Additionally, 90 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, leakage of blood was seen from the rubber stopper of the tube. No adverse impact was reported regarding the patient or user.